Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot #: 300489 was reported, however, this is not a lot# manufactured for this product. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during injection with an unspecified amount of bd safetyglide¿ allergy treatment syringe tray the needles are breaking. The following information was provided by the initial reporter: when they are trying to put the needles in the patients' arms, the needles are breaking.